Event description:
Boston scientific received information that this epicardial lead had become dislodged and was pacing in the atrium as well as exhibiting loss of capture. The patient was noted as being large and having a large heart and complicated coronary sinus anatomy, all of which may have contributed to the lead issue.

Manufacturer narrative:
This lead was explanted and the coronary sinus recannulated which allowed this same lead to be successfully repositioned.